Event description:
It was reported that the patient experienced inadequate therapy from their deep brain stimulation (dbs) device. Attempts to reprogram were made, however were unsuccessful. It was noted there was an open impedance on the dbs lead extension limiting their programming. The patient underwent a procedure where the lead extension was replaced with another of the same model and impedance issue was resolved. Physical analysis of the lead extension was not performed as it was disposed by the facility. The patient did well post-operatively.

Manufacturer narrative:
Additional pro codes in d2b: nhl, pjs.